Event description:
It was reported that the dyonics power drill was not working properly during a procedure. The device was detected by the control unit, but was not firing. A delay of less than 30 minutes was noted. The procedure was completed with a backup device. No injuries or complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. This unit passed all acceptance criteria and was compliant upon release for distribution in (B)(6) of 2014 and has been in service for over two years. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. The device was shipped to the supplier for evaluation. A functional evaluation revealed the device passed all testing and the device was due for service. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a faulty cable or a wet connection. A review of the device history record was performed which confirmed no inconsistencies.